Manufacturer narrative:
Patient: no patient involvement. Device: air leak. Component: gas delivery system.

Event description:
It was reported that during the use of the device for a non-clinical activity (inspection), there was an air leak with the electronic patient gas system (epgs). When supplying oxygen (o2) and air after calibration, the value of oxygen meter raised by stopping the air. There was no patient involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
Device: maintenance does not comply to manufacturers recommendations additional complaint description clarification from the subsidiary site: the oxygen (o2) meter value meant percentage o2 value which displayed on central control monitor (ccm). After gas calibration, the user set percentage o2 value to 100%, and stopping air, percentage o2 value rose from 100% to 115%. The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed an air leak at the external air input connection of the electronic patient gas system (epgs). The pst connected the epgs to a system-1 simulator and ccm, attached o2 and air at 50 pounds per square inch (psi), entered a perfusion screen on the ccm and waited the 15 minute o2 sensor warm-up period. He initiated calibration and calibration passed. The measurement of the direct current (d/c) output voltage from the o2 sensor at 5 liters per minute (l/min) and 100% o2 was 2.23 volts, within the specification of 0.55-2.758 volts. During calibration, the pst heard and felt air leaking. Complaint indicates the issue occurred on 24-sep-2015. Data log analysis shows log entries on 16-oct-2015 and before that on 4-jun-2014. There are no indications of a problem in the log file, but the complaint description indicates an air leak. This could be found without actually powering up the gas system. If the epgs was sent for reconditioning, leak test would have been performed. This unit was not sent for reconditioning since it was installed in 2006 and reconditioning was due in 2008. Routine maintenance was not performed as prescribed by the manufacturer's operators manual and multiple scheduled replacements of the oxygen sensor were missed, as well as the two year refurbishments. The device was sent to service for reconditioning and to be brought to manufacturers specifications before being returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.